Manufacturer narrative:
(B)(4). The insulin pump was received with the operating currents within specifications and passed the self test. However, the insulin pump unexpectedly seated, followed by an unexpected insulin flow block alarm. The problem was isolated to the force sensor. Analysis was unable to perform the rewind, seating, basic occlusion, occlusion, force sensor, and displacement tests due to the insulin flow block alarms. The insulin pump was received with minor scratches on the display window and case.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The patient's blood glucose at the time of incident was 82 mg/dl. During troubleshooting the customer disconnected and reconnected the tubing and reservoir; afterwards, the insulin pump was able to prime. However, the insulin pump alarmed insulin flow blocked. The device was then rewound, but when the prime was attempted again the insulin flow blocked alarm recurred. The insulin pump was returned for analysis.